Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the right side bracket that attaches back to back frame tube broken from back at mounts., which confirmed the original complaint issue. However, the underlying cause could not be determined. Fields were updated accordingly.

Event description:
The dealer is alleging the clip broke that secures the back to the frame.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer is alleging the clip broke that secures the back to the frame.